Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. The customer troubleshot with technical support. The customer was advised that the various patient accessories create restrictions in the patient circuit that result in increased pressure. The ventilator interprets the pressure as a patient connected and consequently will not enter standby mode.

Event description:
It was reported that the customer had ventilators that standby mode did not work with the use of different circuit terminations. No patient involvement. Event date not specified; estimate used.